Event description:
It was reported the catheter was being placed into the patient's arm in the infusion department. During placement of the catheter, the clinician received the ¿bullseye¿ to confirm correct location but was not able to remove the stylet from the catheter. As a result, both the stylet and catheter were removed as one and a new catheter and stylet were placed successfully. There was a delay in treatment with no harm, no patient death, and no complications were reported. The customer is using a becton dickinson 4fr catheter which they have used since (B)(6) 2012 with the vps.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.